Manufacturer narrative:
One used inserter/retractor insulin canister was returned for product investigation. A review of the device history records relevant to the reported lot number revealed no deviations or non-conformities related to manufacturing. Visual inspection of the device found the adhesive layer still sticky to the touch; however, being used, it wasn't possible to evaluate its adhesive properties. No issues were found with the returned sample. No evidence was found to suggest the reported event was related to an intrinsic product problem.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Home care user reported that the adhesive portion of the infusion set, which adheres the set to the skin, was missing. The home care user reported that due to the missing adhesive, the infusion set fell away from their body which resulted in a rise of their blood glucose levels due to the interruption of insulin therapy. The home care user reported that they replaced the infusion set and delivered a correction bolus to resolve their high blood glucose. No further adverse effects to user reported.